Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Customer had extremely high blood glucose not affected by bolusing. Customer attempted to bolus but kept receiving no delivery alarms. Customer did not attempt a set change. Customer continued to clear the alarm and deliver boluses but her blood glucose kept reading "high". When she got to the hosp her blood glucose was over 1000. Customer stated that the hosp did not know the pump well and did not check her programming. Programming and histories were not checked. Troubleshooting performed and pump appeared to be operating normally.